Event description:
Complainant alleged that while attempting to pae an (B)(6) male pt, the device would intermittently stop pacing. The device then inappropriately switched modes without any user interaction. Complainant indicated that after a minute the device returned to pace mode and began pacing to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.